Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #2 (07/18/2014)- device evaluation: the meter involved with this complaint has been returned on 05/29/2014 and evaluated by lifescan product analysis on 07/16/2014 with the following findings: the meter has passed testing with no faults found and the primary complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter read inaccurately. The reporter claimed obtaining blood glucose readings of "180, 107, 160, and 169 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescans criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 07/07/2014 device evaluation.the lay user/patient¿s meter and strips have been returned on 29/05/2014 and 06/06/2014 respectively and the test strips evaluated by lifescan product analysis on27/07/2014 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.